Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire kinked , as part of overall visual revision. The device has the body wire kinked at the distal section. Overall length, outer diameter (od) polymer section, od middle of the device, proximal section are all within specification. The device was measured according to the drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire break occurred. During preparation of a 300cm pt²¿ guide wire, the nurse noted that the device was broken into two pieces when the package was opened. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire break occurred. During preparation of a 300 cm pt²¿ guide wire, the nurse noted that the device was broken into two pieces when the package was opened. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.